Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and afx vela suprarenal. Approximately four (4) years post initial procedure, the patient presented with a type 1a endoleak and implant migration (of 20mm) of the proximal extension at routine follow-up. The physician elected to treat the patient by implanting an afx vela infrarenal and an afx vela suprarenal. The re-intervention procedure was successful and no leaks were identified post-procedure. The final patient status was reported as doing well.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx2 bifurcated stent graft and afx vela suprarenal. Approximately four (4) years post initial procedure, the patient presented with a type 1a endoleak and implant migration (of 20mm) of the proximal extension at routine follow-up. The physician elected to treat the patient by implanting an afx vela infrarenal and an afx vela suprarenal. The re-intervention procedure was successful and no leaks were identified post-procedure. The final patient status was reported as doing well. Additional information received per clinical assessment indicating that a type iiib endoleak of the proximal extension was also present at the time of the reported event.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type ia endoleak and secondary endovascular procedure are confirmed. The reported implant migration is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest a type iiib endoleak (of the proximal extension) occurred that was not included in the event as reported. This finding was discovered during an examination of the 45-month post implant CT (computed tomography) scan. The type iiib endoleak is likely related to the increased aortic angulation (classified as aortic remodeling), which created a sharp angle at the superior stent margin of the bifurcated stent graft. Device, user, procedure, or anatomy relatedness of the type ia endoleak and implant migration could not be determined with the medical records available for review. No procedure-related harms were identified. The final patient status was discharged on the first post operative day following a secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6 evaluation result codes; remove 3233; h6 evaluation conclusion codes; remove 11.